Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient's father was advised to reset the device and will call back if issue persists. Patient is using a device that is not approved for pediatric patients. At the time of contact patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).